Event description:
In 2000, while rn was changing dressing on the arterial line, the pt pulled his arm upward. The arterial line broke and a cardiovascular surgeon surgically retrieved a portion of the catheter from the right radial artery in 2000. Retrieval attempt initially made in 2000. Catheter was placed at another hospital in 1999. Pt transferred to another facility 2 days later. Right hand adematous and no radial pulse (felt, heard, doppler) was noted prior to the transfer. Admission diagnosis, respiratory failure-pneumonia- requiring mechanical ventilation.